Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a malfunction where the pump "did not pass calibration procedure for minimum downstream occlusion pressure" was not confirmed or reproduced during product evaluation. Therefore, no assignable cause could be provided for this condition and no repair was necessary. A service history review revealed that this device was previously serviced for the reported condition of "failed test (downstream occlusion sensor calibration)" issues. During previous service on (B)(6) 2006 for (B)(4) the phm was replaced. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that did not pass calibration procedure for minimum downstream occlusion pressure. This malfunction could cause or contribute to a death or serious injury were it to recur. This condition was found in the biomed department upon power up. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.